Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to communicate with a monitor) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the trunk cable, which was severed. The root cause for the severed trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.